Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600 mg/dl. The event leading to her admission was severe stomach virus. The customer stated that the battery cap was lost at the hospital and troubleshooting could not be performed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.